Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-aug-2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of arthralgia ("joint pain"), fatigue ("intense fatigue/asthenia") and dizziness ("dizziness") in a 46-year-old female patient who had essure (batch no. 689961) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), fatigue (seriousness criteria medically significant and intervention required) and dizziness (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression") and urticaria ("urticaria"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy was performed via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia, fatigue, dizziness, depression and urticaria outcome was unknown. The reporter provided no causality assessment for depression and urticaria with essure. The reporter considered arthralgia, dizziness and fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Lot number: 689961, manufacturing date: 2009/11, expiration date: 2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-aug-2017. The most recent information was received on 17-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("device removal") in a 46-year-old female patient who had essure (batch no. 689961) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("urticaria"), depression ("depression"), fatigue ("intense fatigue"), arthralgia ("joint pain") and dizziness ("dizziness"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, urticaria, depression, fatigue, arthralgia and dizziness outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, dizziness, fatigue, medical device removal and urticaria with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Further company follow-up with the consumer or regulatory authority is not possible. Amendment: the report was amended on 21-jan-2019 for the following reason: (B)(4) (MFR number 2951250-2019-00380) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-aug-2017. The most recent information was received on 30-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of arthralgia ("joint pain"), fatigue ("intense fatigue/asthenia") and dizziness ("dizziness") in a 46-year-old female patient who had essure (batch no. 689961) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), fatigue (seriousness criteria medically significant and intervention required) and dizziness (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression") and urticaria ("urticaria"). The patient was treated with surgery (salpingectomy with bilateral coronectomy was performed via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia, fatigue, dizziness, depression and urticaria outcome was unknown. The reporter provided no causality assessment for depression and urticaria with essure. The reporter considered arthralgia, dizziness and fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-jan-2019: device removal questionnaire received. Patient had no remarkable medical history. Removal of essure was performed for medical reasons. Salpingectomy with bilateral coronectomy was performed via laparoscopy. Main reason for removal was the following events: joint pain, intense asthenia and dizziness; causality for these events was assessed as "related" by the reporter. All three events upgraded to incidents, medical device removal deleted as separate event. No follow-up available after removal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 16-aug-2017. The most recent information was received on 17-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("device removal") in a (B)(6) year-old female patient who had essure (batch no. 689961) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("urticaria"), depression ("depression"), fatigue ("intense fatigue"), arthralgia ("joint pain") and dizziness ("dizziness"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, urticaria, depression, fatigue, arthralgia and dizziness outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, dizziness, fatigue, medical device removal and urticaria with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-jan-2019: follow-up from hcp (reporter added) and event "medical device removal" added, since it was stated that salpingectomy with bilateral cornuectomy was performed. Stop date of essure and action taken updated. Batch number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.